Manufacturer narrative:
A review of the mfg. Lot build database for the reported lot# 3293926 (mfg. 07/2016) showed (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the lot build.

Event description:
Int'l. ((B)(6)) complaint received reporting component damages/leakage with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports during second dialysis session, attending clinician removed/replaced tego connectors due to torn membrane anomaly/separation" . There were no reported adverse patient consequences.

Manufacturer narrative:
A review of the mfg. Lot build database for the reported lot# 3293926 (mfg. 07/2016) showed (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the lot build. Device return two (2) used d1000 tego connectors. Although requested the involved mating and access devices were not returned. Visual inspection (pre and post decontamination) of the as-received tego connectors recorded both tego connectors exhibited various component damages including seal membrane tears/separations; minor tearing above the thread posts. Engineering testing and analysis to the applicable product specification was performed. The results recorded the tego connector with the seal membrane tear/separation leaked. The second tego connector did not leak, passed the acceptance criteria. Findings: visual analysis of the "as-received" tego connectors confirmed the reported product issue (damaged components). Although the exact cause(s) are unknown, previous investigations of similar component damages/anomolies have identified these types of component damages are consistent with incorrect techniques/usage conditions (overtightening & continued connection rotations).

Event description:
Int'l. ((B)(6)) complaint received reporting component damages/leakage with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports during second dialysis session, attending clinician removed/replaced tego connectors due to torn membrane anomaly/separation". There were no reported adverse patient consequences. This is the mfgers. Follow up report to provide additional information and device return investigation findings.